Event description:
It was reported that one unit was observed to have a blue fleck on the inside of the packaging, and the other unit had a blue smear on the part itself as well as a fleck of something on the red knob.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blue fleck on the inside of the packaging. Probable root cause: 1. Incorrect or inadequate packaging, 2. Severe shipping conditions, 3. User error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that one unit was observed to have a blue fleck on the inside of the packaging, and the other unit had a blue smear on the part itself, as well as a fleck of something on the red knob.